Event description:
It was reported the gastrointestinal videoscope presented lines on the image. The event occurred during a diagnostic gastro procedure, device inside the sedated patient. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Since the reported failure was not confirmed, the cause could not be identified. However, the following reportable malfunctions were identified during the device evaluation: image was not displayed. Based on the results of the investigation, it is presumed the probable cause of the no image displayed is traced to component failure - damaged scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.